Event description:
Caller reported a malfunction in a tandem pump, identified as malfunction 199, which indicated an issue with the device. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, assisted the caller with the process, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reappeared.